Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the distal cover can be attached to the subject device and didn't come off. There was no abnormality in the hook at the distal endof the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, the distal cover was detached from the subject device and fell off into the patient. When the event occurred, the user pressed the distal end of the subject device against the intestinal tract wall and applied torque by twisting the subject device to the right/left in order to push the subject device forward through a stenotic part of the patient's digestive tract. The user didn't retrieve the distal cover and detained it in the patient body. No patient health damage has been reported.